Event description:
New information received stated that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, several episodes of right ventricular lead noise oversensing was recorded on the device. The patient was referred for a right ventricular lead replacement. No other changes were made. There were no adverse consequences to the patient.